Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that it was the second occurrence of replace battery alert or replace battery now without a low battery warning. The customer¿s blood glucose was 104 mg/dl at the time of incident. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be return for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. No power error, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. No power error, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing.